Event description:
It was reported the tubing is breaking where the line connects to the luer lock. Patient being treated for pre b-cell acute lymphoblastic leukemia (all) in remission. Patient's port this morning was found to be leaking while patient was receiving blinatumomab continuous infusion. The tube of the port that connects to the rest of the IV tubing was leaking at the connection site. Blinatumomab infusion and carrier IV fluids were paused, and the patient was deceased then reaccessed with a new port needle. Total pause time of blinatumomab was 51 minutes.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.